Manufacturer narrative:
Batch review performed on 04.aug.2021: lot 2009655: 120 items manufactured and released on 4-nov-2020. Expiration date: 2025-10-12. No anomalies found related to the problem. To date, 77 items of the same lot have been sold without a similar reported event. Additional items involved in the event, batch review performed on 04.aug.2021: cup: versacem 01.27.56cmb double mobility metal back cemented 56 lot. 1900897 (item not registered in USA). Lot 1900897: 19 items manufactured and released on 23-may-2019. Expiration date: 2024-05-12. No anomalies found related to the problem. To date, 10 items of the same lot have been sold without a similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 28 size m 0 lot. Unknown (k112115).

Event description:
2 months after the primary surgery the surgeon removed the implants due to infection. The cup, liner and head were medacta while the stem was a competitor product. The ball head lot is unknown.